Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer was advised to reset the pump, and they were instructed to call back once they have access to a charger. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.